Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Tgu454515j/14779887 UDI# (01)04993024008427(17)190128(21)14779887. (B)(4). According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, aneurysm enlargement and reoperation.

Event description:
On (B)(6) 2016, the patient underwent treatment of a thoracic aortic aneurysm with a total debranch procedure and conformable gore® tag® thoracic endoprostheses. Tgu343420j/15419399 (distal) and tgu454515j/14779887 (proximal) were implanted. During the procedure, a proximal type I endoleak was observed and an additional ballooning was performed to treat the endoleak. The endoleak was almost resolved. It was reported the proximal edge of the tgu454515j/14779887 was partially lost its wall apposition (so called ¿bird beak¿). The patient tolerated the procedure. It was reported that the persisted slight proximal type I endoleak had been observed during follow-ups after the procedure. On an unknown date in (B)(6) 2018, the patient presented chest pain. A computed tomography scan showed an aneurysm enlargement. Reportedly, it was a small enlargement but the exact amount was unknown. The physician stated that it was unknown if chest pain was causally related to the aneurysm enlargement. On (B)(6) 2018, the patient underwent re-intervention to treat the type I endoleak with the aneurysm enlargement. The additional endoprosthesis (tgu454510j/17600319) was implanted proximal to the previously implanted tgu454515j. The endoleak was resolved. It was reported that the proximal edge of the additional tgu454510j also partially lost its wall apposition (¿bird beak¿) but there was no evidence of endoleak. The patient tolerated the procedure.